Event description:
The pump was returned for investigation. Investigation revealed contamination under all key contacts. Evaluation also revealed the pump had a dim, discolored display screen and a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad cover was missing from the pump. The contrast button was found to be unresponsive, which has no effect on insulin delivery. The up arrow, down arrow, and ok buttons responded appropriately. The keypad was removed and contamination was found under all buttons. Evaluation also revealed that the display screen was dim, discolored and had fading text. A crack was observed in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).